Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported pink and green image during an unspecified procedure involving an olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pink and green image due video cable was broken, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.